Manufacturer narrative:
It was also found during the investigation that the cot leans to the right and that the x-frame is bent/damaged.

Event description:
It was reported by service report that the cot dropped. This happened while unloading a patient that was over the maximum working load of the cot. The customer stated that the patient was not injured. One of the ems employees injured their back.

Event description:
It was reported by service report that the cot dropped. This happened while unloading a patient that was over the maximum working load of the cot. The customer stated that the patient was not injured. One of the ems employees injured their back. The cot leans to the right and that the x-frame is bent/damaged.

Manufacturer narrative:
The customer has declined to repair this unit at this time.